Event description:
It was reported that the 9800 system had a physicist discrepancy of failing emissions test and the collimator was out of spec. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated and adjusted during the service call. The system was tested and found to be working as intended and put back into service.